Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2018-02945. The investigation is underway

Event description:
As reported by a field clinical specialist, the commander delivery system balloon ruptured during valve deployment. The valve was fully inflated and deployed in an appropriate position. The ruptured balloon was pulled into the flex catheter as much as possible while in the abdominal aorta. Due to the ruptured balloon, withdrawal difficulties were encountered. The commander delivery system was then pulled into the esheath, in which the tip of the esheath was ¿split¿, and the inner lining was bunched around the ruptured balloon. It was noticed that the radiopaque portion of the esheath tip was free floating in the aorta. The esheath and commander delivery system were removed as a single unit and a 16 fr sheath was placed. A stent was utilized to trap the radiopaque marker to the aortic wall below the renal arteries. Patient remained hemodynamically stable throughout the procedure. The rfa was closed with the indwelling proglides.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
UDI: (B)(4).

Manufacturer narrative:
The devices were not returned for evaluation. Photographs of the patient anatomy, condition of devices after the procedure and procedural imagery were provided for review. Photographs of the patient anatomy depict the patient¿s access vessels. Photographs of the condition of the devices following the procedure determined the condition of the sheath confirmed the complaint for ¿sheath distal tip ¿ liner delamination¿. The complaint for ¿sheath distal tip ¿ split¿ is unable to be confirmed based on the image provided. It is unclear if the entire tip has split, or if the delaminated liner give the tip the appearance of being split. Procedural imagery showed the c-marker band separated from the sheath. From these images, the complaint for ¿sheath distal tip ¿ separated marker¿ can be confirmed. A device history review (DHR) was performed and none of the relevant work orders revealed any issues that may have contributed to the reported event. Review of lot history for the relevant work order revealed no additional complaints for ¿sheath distal tip ¿ split¿, ¿sheath distal tip ¿ liner delamination¿, or ¿sheath distal tip ¿ separated marker¿. A review of complaint history revealed that the occurrence rate does not exceed the (B)(6) 2018 control limits for the trend category, ¿damaged¿ ¿liner delamination¿ and ¿separated¿. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The complaints for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath distal tip ¿ separated marker¿ were confirmed based on imagery provided by the complaint site. The complaint for ¿sheath distal tip ¿ split¿ was unable to be confirmed. Because the device was not returned for evaluation, engineering was unable to perform any visual, dimensional, or functional analysis on it, and the presence of a manufacturing nonconformance could not be confirmed. However, a review of the lot history, complaint history, and DHR revealed no indication that a manufacturing nonconformance contributed to the complaint events, and a review of manufacturing mitigations further supports that the device has sufficient inspections in place to identify defects related to the complaint events. A review of the IFU/training materials revealed no deficiencies. According to the complaint description and the image provided, the balloon ruptured at the end of valve deployment. The ruptured balloon likely caused withdrawal difficulties which contributed to the complaint events. A ruptured balloon has an altered profile, which may hinder it from being easily withdrawn into the sheath. This can cause the delivery system to become stuck on the tip of the sheath, requiring additional force to remove it. The additional force may have contributed to the reported split in the distal tip, as well as the confirmed liner delamination and separated c-marker band. Available information therefore suggests that procedural factors contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath distal tip ¿ separated marker¿ were confirmed, and the complaint for ¿sheath distal tip ¿ split¿ was unable to be confirmed. Available information suggests that procedural factors (withdrawal of a ruptured balloon) contributed to the reported events. No manufacturing non-conformances were identified, and a review of IFU/training materials revealed no deficiencies. Because the complaint rates do not exceed control limits, no corrective or preventative action is required. Since the complaint occurrence rate does not exceed the control limit for the applicable trend category, ¿separated¿, no further corrective or preventative action is required. Trending for this issue will continue to be monitored.